Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unexpected contamination. The air/water channel and auxiliary water channel tested positive for >100 colony forming units (cfus) of bacillus licheniformis and the instrument channel tested positive for 2 cfus of bacillus sp. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.